Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 75-year-old male in cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Once peel away sheath was removed and repo sheath inserted significant bleeding noted from insertion site. The bleeding would not subside even with perfect angle matching, forward tension mattress sutures and manual pressure. Md shot angio and verified no retroperitoneal bleed but there was a small hematoma. The cp was explanted the following day.

Manufacturer narrative:
The investigation for the cardiogenic shock and access site bleed has been completed. The impella was not returned for evaluation. However, clinical details were sufficient to determine the root cause of the access site bleed. The root cause of access site bleeding was determined to be use issue because the issue by application of forward tension sutures and manual pressure. The root cause of the cardiogenic shock could not be determined without additional clinical details. The instructions for use for the impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added- b5 mso review, h6 component code 925. F6/f8 should have been left blank in the initial report.

Event description:
It was further reported that the care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there was not enough information to associate use of the device with the outcome.

Event description:
Additional informations received via a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured worsening of cardiogenic shock with a "possible" relationship to the impella device used.